Event description:
The manufacturer received information alleging a ventilator's inspiratory flow rate was fluctuating. There was no harm or injury reported. The device has not yet been received by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.